Event description:
Routine complaint investigation confirms a false low reading being obtained. These results under certain conditions, for certain pts, could result in adverse effects to the user of the system. No injuries were reported in the field.